Manufacturer narrative:
(B)(4). The investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit functions normally and within specification.

Manufacturer narrative:
(B)(4). The return of the incident unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a caesarean section procedure, a fire occurred when an unknown pencil was activated. The patient received first degree burns to the right and left inside thighs. Additional questions have been asked but no additional information has been provided.

Event description:
New information provided by the customer states the patient's current condition is fine and no treatment was provided to the patient as a result of the injury.